Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif) spinal surgery. Intra-op, tip of the pin broke and remained in the vertebra body. Patient complications were reported as unknown. No revision surgery has been performed/planned to remove the fragments remained in the patient.